Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report encountering frequent photometer optics errors on the unicel dxc 600 chemistry analyzer. Cts directed the customer to pull out the hydro and the customer noticed liquid pooled on top of the hydro frame. The customer was unable to determine the source of the leak. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) performed service on the instrument: fse reviewed the event log and found cartridge chemistry reaction carousel motion errors, which may have caused the optics errors but did not confirm. Fse cleaned the slip and while performing cuvette center alignment, the reaction carousel did not move properly. With motors disabled, the reaction wheel moved properly. Fse performed all alignments and qc was within acceptable range. Fse found a leak in the hydro was due to a fitting on a di water inlet valve. Fse replaced the fitting and the leak stopped. Customer to monitor. Repairs were verified per established procedures. (B)(4).